Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 22 mg/dl. Caller stated that she was initially treated by paramedics with glucagon, then transported to the hospital. Blood glucose level at the time of the call was 181 mg/dl. Customer was wearing the insulin pump at the time of the incident. The insulin pump was not replaced or returned for analysis.